Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the pump history and critical pump error alarm due to force sensor out of spec range .unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and critical pump error. The customer¿s blood glucose level was 311 mg/dl. The customer reported that they had pump error and was unable to clear the alarm. Customer stated that all buttons were not responding. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.